Event description:
Received information regarding a cartridge alarm 19 during the load process. Customer's blood glucose level was 292 mg/dl. A correction bolus was administered and the customer was able to resume insulin delivery after successfully loading a new cartridge.

Manufacturer narrative:
No product returned for evaluation. Should new relevant information become available, a follow up supplemental report will be submitted.